Event description:
Note: initial contact with lifescan regarding this issue was made on 6/30, the info did not meet MDR criteria. Pt's spouse provided the following info on 7/10 that met criteria for reporting. At noon on 6/29 or 6/30, pt began lunch; it was observed pt had the shakes. A surestep meter result of 91 mg/dl was obtained and the paramedics were called. Approx 30 minutes later, paramedic's meter result (unknown type meter) was 57 mg/dl. Pt was treated with intravenous glucose and transported to the hosp. No further info provided.